Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a tumor in the right mainstem bronchus during a bronchoscopy with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient presented with late stage lung cancer. Tumor debulking was performed prior to stent placement. According to the complainant, during the procedure, the stent was deployed inside the patient; however, the stent was dislodge when the physician tried to remove the delivery system. The stent was removed with biopsy forceps. The physician chose to complete the procedure at this point and not place any other device, reportedly, the patient was sent for chemotherapy. There were no patient complications reported as a result of this event.